Event description:
During a lobectomy procedure. Difficulty was experienced removing the device following application. The surgeon resected tissue at the application site and removed the device.

Manufacturer narrative:
5/7/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.